Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface cable. The ventilator passed self-testing.

Event description:
It was reported that the ventilator went into safety valve open. The patient was not on a ventilator at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.